Event description:
A malfunction alarm identified as malf 12 was reported, and technical instructions were provided for pump reset. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, instructed the customer to continue using the pump, and advised calling back if the issue recurs, which the customer acknowledged and understood.